Manufacturer narrative:
A report was received that a cypher stent delivery system (sds) was associated with balloon burst. The event involved a male patient of unknown age, gender and medical history. The reason for the patient's admission to hospital was not reported; but an angiogram revealed a lesion in his mid lad that was described as de novo, 95% occluded, moderately calcified and moderately tortuous. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the introduction of a 3.50 x 23mm cypher stent. During attempts to deploy this stent, the balloon wouldn't inflate at all. The sds was retrieved without injury to the pt. Upon removal, the physician confirmed that the balloon had ruptured. The procedure was completed with the placement of a non-cordis bare metal stent (bms). The product was not returned for evaluation. A device history record (DHR) review of the involved lot number revealed that the products met requirements for product acceptance. Based on the information provided, it is not possible to draw a conclusion about a relationship between the device and the event. However, there are vessel factors that may have contributed to it. There is no clear indication that this event was design or manufacturing related. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
The following report was received from the affiliate: during a coronary intervention radial approach was chosen for the procedure, a 3.5x23mm cypher sirolimus-eluting coronary stent cypher was delivered to the target lesion, although the lesion was under-dilated, the cypher crossed the target lesion. The cypher was being inflated, but the balloon would not inflate at all. Therefore, the cypher was retrieved from the patient and when the physician checked the unit, the physician confirmed the balloon had ruptured. Therefore, a bare metal stent (bms) liberty 3.5xunk mm) was implanted instead although there was a little difficulty delivering. Then a coronary angiogram (cag) and coronary vascular ultrasound (ivus) were conducted, and sufficient apposition was confirmed. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease.